Manufacturer narrative:
(B)(4). The patient was approximately (B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nephrologist from (B)(6) of cloudy effluent in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient performed an exchange with extraneal viaflex (lot number 10j24g37) therapy. On (B)(6) 2010, the patient experienced cloudy effluent, without pain, fever or filament. The patient did not require hospitalization. It was not reported if the patient received remedial therapy. An outcome for the event of cloudy effluent was unknown. It was not reported if pd therapy continued. The nephrologist believed that the event of cloudy effluent was probably related to extraneal viaflex therapy. Upon follow-up with the nurse on (B)(4) 2010, it was found the patient was treated with extraneal viaflex therapy via continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, extraneal viaflex was stopped and the patient was switched to dianeal unknown (2.27% glucose) (dose, frequency and lot number was not reported). On the evening of (B)(6) 2010, the patient used one bag of dianeal unknown (2.27% glucose). On (B)(6) 2010, the effluent was clear and the patient reported no fever or abdominal pain. In the evening of (B)(6) 2010, the patient used another bag of dianeal unknown (2.27% glucose) and the effluent was clear again in the morning of (B)(6) 2010. The patient did not receive corrective treatment because the number of cells in the cytology were low (10 cells/mm^3). It was reported that the patient was very compliant with aseptic technique and that there were no other episodes of cloudy effluent recently reported. No concomitant treatment could explain the occurrence of the cloudy effluent.